Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 07/09/2015 device evaluation: the pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings: the pump black box showed no evidence of short battery life; one low battery warning was observed in the pump history on 04/18/2015 associated with normal battery wear. The pump battery compartment was found to be cracked at the case seal but the returned battery cap was able to secure appropriately and was used for testing. The pump was exercised and electrical current draws were tested and the currents were found to be within specifications. The pump cover was removed and there were no intermittent connections found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.